Manufacturer narrative:
Physio- control continues to investigate the reported issue and will submit a supplement al report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock although displaying shock delivered. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock although displaying shock delivered. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control received correspondence from the customer indicating that he does not believe the device is faulty and that the rigel uni-pulse may be at fault. The customer is not sending the device in for evaluation at this time. According to the customer, the root cause of the reported issue may be a faulty defibrillator analyser. H3 other text : customer is not sending the device for evaluation.